Manufacturer narrative:
The investigation is ongoing

Event description:
The initial reporter received questionable elecsys ft4 iii assay, elecsys tsh assay, and elecsys ft3 iii results for one patient tested on two cobas 8000 e801 modules. The customer provided a serial number for one e801 module, (B)(4). The questionable results were not reported outside the laboratory. The patient¿s sample was sent to another laboratory and tested twice on an abbott analyzer. Only one result was provided for each elecsys and abbott test. The e801 module used for each elecsys test was requested, but not provided. The patient¿s initial ft4 result on the e801 was 3.73 pg/ml; the repeat on the abbott was 2.62 pg/ml. The patient¿s initial tsh result on the e801 was 11.900 lu/ml; the repeat on the abbott was 0.004 lu/ml. The patient¿s initial ft3 result on the e801 was 4.69 ng/dl; the repeat on the abbott was 3.83 ng/dl. This medwatch is for tsh. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay and patient identifier (B)(6) for the ft3 assay.

Manufacturer narrative:
Fields a2 and a3 updated. The client performed another test for the patient on (B)(6) 2021. The patient's initial results were from a cobas pro analyzer and the repeats were from an abbott analyzer using a cmia method. No serial numbers were provided. The patient's initial tsh result was 12.200 iu/ml; the repeat was < 0.004 iu/ml. The patient's initial ft4 result was 3.90 ng/dl; the repeat was 2.58 ng/dl. The patient's initial ft3 result was 5.14 pg/ml; the repeat was 4.40 pg/ml. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the patient's sample contained an interfering factor to the antibody label in the reagent. The rarely occurring event of these interfering factors is covered by a disclaimer in the section limitation ¿ interference in the method sheets of all applicable products: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by a suitable test design". The investigation did not identify a product problem.